Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unk patella.

Event description:
Revision total knee replacement; dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary knee implanted 12 years ago planted by dr (B)(6). Reason for revision: loosening. Patient obese and has poor abjuctor quality of the hip forcing a pronounced varus gait. The polyethylene was worn through as was the titanium tibial component. Technically the reason for revision was loosening however there are mitigating circumstances. Female patient (B)(6). Impacted product: unknown jrn: pfc cr left porous femoral component - discarded, unknown jrn: size 3 curved fixed bearing insert - discarded, unknown jrn: size 3 cruciate keel tibial component - discarded.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.